Event description:
It was reported that the guidewire was noted to be twisted at the end prior to use. The guidewire was deemed not usable. The guidewire was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated the guidewire was unraveled. The stylet/guidewire was damaged. The style t/guidewire was kinked/buckled. Visual analysis of the guidewire indicated damage during use. The analyst noted the guidewire was received with the middle section damaged and unraveled wire was observed at 1.5 cm from the distal end. If information is provided in the future, a supplemental report will be issued.